Event description:
Major pump unit(s) involved: drive unit failure.additional text: pump stoppage, low flow alarms.specific component(s) involved: pump drive unit malfunction.additional text: pump stoppage, low flow alarms.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of pump.other intervention:implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: pump drive unit malfunction.